Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan in comparison to readings obtained on an adc meter. A sensor scan result of 85 mg/dl was obtained compared to a reading of 68 mg/dl obtained from a capillary test. On (B)(6) 2019, the customer experienced a symptom of dizziness and was unable to self himself. Customer¿s mother treated him with ¿food and (B)(6)¿ and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required.   Dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and sensor kits passed all tests prior to release.    All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving low readings from the adc freestyle libre sensor scan in comparison to readings obtained on an adc meter. A sensor scan result of 85 mg/dl was obtained compared to a reading of 68 mg/dl obtained from a capillary test. On (B)(6)2019, the customer experienced a symptom of dizziness and was unable to self himself. Customer¿s mother treated him with ¿food and neste¿ and no further treatment was reported. There was no report of death or permanent injury associated with this event.